Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 466 mg/dl. Customer was advised to clean the top of the battery cap and let it dry and then placing the new battery in the pump. Customer will back later when he gets a new battery. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 466 mg/dl. Customer stated that he keep changing his set. Customer was experiencing high blood glucose for a couple of days.